Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va2202m, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(4), ubd: 22-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient called in and stated that her leads have moved and her skin has burst. The patient said that the device is protruding from her skin. Patient was advised to contact the healthcare provider. No further complications were reported.